Event description:
It was reported that the customer had a cracked insulin pump that is still under warranty. Customer stated that she has medicaid and that they should cover everything. Customer was told to call back in (B)(6) to get a replacement pump. Customer's most recent blood glucose level was 336 mg/dl. Customer stated that the damage is on the right hand side of the down arrow button and on the of the up arrow button. There is also a crack almost on the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.